Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed a pink screen with the error code 46228. The event occurred during testing.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally, the downstream occlusion sensor was determined to be out of calibration. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device dso sensor was recalibrated and the device passed all testing.